Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation about discrepant glucose results for 2 patients' samples tested with accu-check inform ii meter. Sample 1: at 7:49 a.m. The initial result was 113 mg/dl while at 7:54 a.m. The repeat result was 74 mg/dl. Sample 2: at 8:18 a.m. The initial result was 391 mg/dl while at 8:23 a.m. The repeat result was 524 mg/dl. The reporter stated that the control test was run on the day of the event and it was successful.

Manufacturer narrative:
No product is expected to be returned. No information was provided that would point to a cause for the result's discrepancy. The investigation did not identify a product problem.